Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found a piece of one lens haptic broken. There was evidence of clear surgical residue on the lens surface. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -09.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and angle closure, with elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved. At the post-op visit on (B)(6) 2017, corneal edema was observed, but the patient has fully recovered and is now fine. The patient's post-op best-corrected visual acuity was 20/28.